Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a bad rash that was spreading. The patient had a nickel allergy and was reacting to the therapy electrodes. The patient was given an unknown prescription for the irritation. The patient was feeling better after using the prescription.